Event description:
The customer reported that the 410-2000, cga, surefit ground pad with 10ft cabel, 100/case device lot number 202205254 was being used on approximately (B)(6) 2024 on when it was reported ¿adhesive issue.¿ further assessment was attempted, and a good faith effort was completed with no additional information found. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of (B)(4)devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 1,276 devices, for this device family and failure mode. During this same time frame 13,545,840 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 410-2000, cga, surefit ground pad with 10ft cabel, (B)(4)case device lot number 202205254 was being used on approximately 27mar24 when it was reported ¿adhesive issue.¿. Further assessment was attempted, and a good faith effort was completed with no additional information found. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.